Event description:
It was reported that a patient presented to clinic for generator upgrade procedure. Device interrogation revealed that the patients right ventricular (rv) lead had high capture thresholds. The lead was explanted and replaced successfully. The patient was stable.